Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative (rep) regarding a patient with an implantable neurostimulator (ins) for spinal pain. At the time of implant the rep that was at the case turned the patient¿s stimulation down 0.8 volts but on (B)(6) 2018 the rep turned the ins back up 0.8 volts and the patient stated that they can now feel stimulation. However, the patient earlier stated that they think they have felt stimulation since implant so it is unclear if the patient has ever felt stimulation. The patient feels like their ins hasn¿t been effective for their symptoms since implant. The rep met with the patient and there was a power on reset (por) that they cleared with their physician programmer prior to calling technical services but they didn¿t write down the code. The patient uses their patient programmer but does not recall ever seeing a por message. The patient¿s voltage is at 2.925 volts so the rep was wondering if the ins has been used at all. The rep stated that when they went to look at the diary information, the physician programmer shows no data. No further complications were reported/are anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep) on (B)(6) 2018. The rep indicated that the cause of the power on rest (por) was unknown, the cause of the physician programmer showing no data was unknown and it was unknown if turning the stimulation up resolved the patient not having therapeutic effect. This information was confirmed with the physician/account. No further complications were reported/are anticipated.